Event description:
Related manufacturer reference number:3006705815-2024-02651 it was reported that following an unrelated adverse event, the patient experienced ineffective stimulation. X-ray imaging revealed that both leads had migrated. As a result, surgical intervention was undertaken on(B)(6) wherein one lead was explanted and replaced, and the other lead was repositioned.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.